Event description:
As reported by the user facility: ref # (B)(4), lot # 2m08258393, occurred (B)(6) 2013. Reports clip did not deploy all the way. Spoke with director of nursing, (B)(6), who reports: while removing the needle, it actually got stuck and the nurse could not remove without pulling out the whole catheter with the needle. Then took catheter off the end and clip was only deployed part way down the needle. Customer does have sample. Ref MFR report: 9610825-2013-00083.